Manufacturer narrative:
(B)(4).

Event description:
The MFR rep reported a pt receiving intrathecal lioresal was experiencing a return of symptoms. No specific symptoms were reported. The pt had recently had a refill and the drug concentration was changed from 500 mcg/ml to 2000 mcg/ml (dose unk). The reporter was unable to obtain any add'l info on programming issues, device troubleshooting, pt info or outcome at the time of the report. Add'l info has been requested from the hcp, but was not available on the date of this report. On 11/26/2007: add'l info received indicates the lack of effect was following the first refill attempt. A second attempt was made to refill the pump, and the pt experienced overdose symptoms (unspecified). The hcp requested verification of the drug concentration used. Testing by an independent lab revealed the drug concentration was within established control limits. On 12/12/2007: add'l info received from the hcp indicated x-rays performed were normal and catheter aspiration of spinal fluid was completed without difficulty. Problems seemed to arise after the concentration changed with the refill. Boluses given did not improve pt symptoms and in fact seemed to make them worse. On 12/21/2007: add'l info indicated: the pt is tracheostomy and home ventilator dependent. On previous month, the pt was seen for an increase in the pump medications. The family had noticed effect of the drug, but the pt still had considerable dystonia left to affect. Drug was changed from lioresal 500 mcg/ml to 2000 mcg/ml with a bridge bolus programmed to last 25 hrs. The plan was for the pt to return approx every two week to six days later, the pt presented for urgent consultation for concern of baclofen withdrawal. The pt was experiencing an increase in posturing and increased irritability. The symptoms began approx 24 to 30 hrs after the last refill. Cyproheptadine was stated at home and oral baclofen was increased to counter the symptoms. Symptoms were suppressed with medications, but interval of doses was difficult and oral doses caused excessive sedation. Daily dose of lioresal set at 250 mcg/day in a flex mode with a basal rate of 5.1 mcg/hr and bolus doses of 50 mcg at 0200, 30 mcg at 0600, and 50 mcg at 2230 each delivered over six minutes. Unsure if symptoms are due to pump malfunction, incorrect drug concentration im pump, or an add'l stressor causing worsening of symptoms. Effect from pump medications clouded by oral medications given to pt. X-ray ordered for eval of pump sys with follow up in am. The following day the pt was again seen by the hcp. The pt continued to do poorly since the reprogramming the previous day. Tone was ok except for episodes of discomfort at times of bolus delivery. The pump was refilled with 20 ml of 2000 mcg/ml it lioresal (19 cc's were removed from the pump). A single bolus of 60 mcg was given over 6 minutes to demonstrate the potential irritability seen with bolus infusion. The irritability was observed. The pt's daily dose was adjusted to 200 mcg/day. The side port was aspirated 30 minutes after the first programming was completed. Five cc's of spinal fluid and drug were aspirated. Fluid was clear. Pump was reprogrammed and a partial bolus was given. The pt did not have apparent discomfort with the bolus dose. X--rays of the abdomen and spine did not show any interruption of the catheter sys. X-ray did not show excessive stool collection, however, the pt was catheterized to relieve a distended bladder. Later that night the pt was found with arms stretched above the head, eyes wide open, mouth in an "o" shape and arching back. The pt was completely stiff? And unresponsive. The pt was immediately taken to a local hosp. Stiffness had resolved by the time the pt arrived at the hosp, but he continued to have some head and arm jerking. The pt was treated with 6mg IV valium, 4 mg IV versed and 2 mg per tube versed. The pt was airlifted to another facility secondary to concern for status epilepticus. Bmp and cbc were unrevealing. An eeg was performed. The abnormal eeg indicated a focal cerebral dysfunction of the left hemisphere in addition to a nonspecific generalized cerebral dysfunction. The pt was observed in the picu where no symptoms of baclofen withdrawal were present and the pt had no further seizure-like activity. The following day (2007), the pt continued to have no symptoms of baclofen withdrawal. He had been with fairly typical tone. He had some intermittent spells of staring/spaciness in the am. The seizures may have been triggered by cerebral withdrawal of baclofen (switching from the spinal and oral supplemental baclofen and then back to pump delivery), but other causes of seizure worsening were being considered. There were no current issues with the pump. The pt's klonopin was increased to 2 mg tid until the pt could adjust to the it baclofen dose. The pt was also given 5 mg prn doses of baclofen per tube. Over the next 24 hrs, the pt continued to remain stable. There were no obvious signs suggestive of baclofen withdrawal or seizures noticed. The pt remained on his anti-seizure medication (keppra, felbatol, and klonopin). The plan was to transfer him to the floor or discharge the pt to home. On 4/29/2008: add'l info received indicated a sample of drug from the pt's pump was sent for analysis. The analysis was completed doing a comparative analysis of the sample from the pump and a supplied control. The test results indicated the concentration of the pump sample baclofen was 3380 mcg/ml, estimated from a supplied control at 2000 mcg/ml. It was later noted that the baclofen control supplied for the testing was a concentration of 500 mcg/ml instead of 2000 mcg/ml, as originally thought. The pt was seen in the clinic in april for a pump refill. The residual volume in the pump was 3.1 ml with 3.1 ml expected. The pt had been experiencing occasional posturing events and had clonus present, but had improved tone throughout since placement of the pump. A one inch protrusion was observed in the area of the lumbar incision. There was no fluid-like nature to the swelling: the rigid catheter clamp is palpable central within this area. Padding the area when on harder surfaces will be considered, but it is not thought that it will likely cause problems. The hcp plans to continue with the current treatment. On 06/04/2008: further review, by the MFR, of telemetry strips and chart notes from the event revealed a priming bolus error had occurred in 2008. A priming bolus of 0.360 ml was programmed (0.199ml pump tube volume + 0.151 catheter volume) following a refill of the pump. The catheter had been aspirated, however, the pump tubing still contained drug. Therefore, the priming bolus should have been for the catheter volume (0.151 ml) only. It is unk what effect this would have would have had on the pt, or whether it may have led to the seizure activity the following day.